Event description:
Patient returned to the or [redacted date] to have a foreign body removed from his bladder. CT of the abdomen/pelvis noted there to be a foreign body. Patient had initial surgery [redacted date] with dr and a piece of the autocon system for the procedure had broken off and no-one was aware of it until the CT saw the object. The foreign body was successfully removed, sent to the lab.